Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/21/2019. Device evaluation summary: a paper lid, an winding former and a needle of product code vcp358 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body and edge of needle. The suture was not received for evaluation to determine the assignable cause. It could not be determined what may have caused the reported incident of: ¿ that needle pulled off in unknown procedure¿. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. The manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off. The fallen piece was retrieved from the patient. Changed another one to complete surgery. There is no adverse patient consequences reported. No additional information was provided.